Manufacturer narrative:
Visual inspection confirms the event. The t25 amoeba drive tip at the distal end of the instrument is twisted in a clockwise direction and a majority of the hexalobe has sheared off from the driver. The break of the driver tip suggests combined shear and torsional failure. Shear failure is characteristic of cantilever bending at the distal end of the t25 driver tip, which is more likely to occur due to eccentric loading and/or the driver tip not being fully seated into the female hex during use. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribue to this failure mode. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off when inserting a screw. The tip was removed from the patient. No further complications were reported as a result of the event.